Event description:
It was reported that for about the past week, they've noticed that it's been taking longer to charge their implantable neurostimulator (ins). Caller stated that yesterday, it took them 1.5 hours to charge their ins from 40-100%. Caller mentioned that their recharger was recently replaced within the past couple months and it worked as expected when they first received it. Caller confirmed no visible damage to the recharger or the controller port. Agent reviewed information and sent a request to repair to replace the recharger. Additional information was received from the patient. Patient called back stating they were still having charging duration concerns. Patient stated the controller will deplete faster than the stimulator charges. Patient mentioned because they have the recharger on the body for so long their body starts getting warm. Patient confirmed they have no return of pain and were happy with the programming settings, they just were concerned and dissatisfied with the charging frequency and duration. Patient commented the first time they plugged the new recharger into the controller it was really difficult to fit inside but now its goes in and out more easily. Patient mentioned they cleaned the contacts but continue to have concerns. Agent reviewed considerations, agreed to send a controller replacement, and redirected to healthcare provider (hcp)/manufacturing representative (rep) for recharging stats/additional troubleshooting if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient that they met with the representative(rep) and rep made a change in length of time on the device and it is good now. The weight of the patient at the time this occurred was 107lbs.